Event description:
The device's display reportedly flashed off and on several times and would not aquire a 12 lead ECG from the pt. The service indicator allegedly was illuminated and "cannot change", "connect paddles electrodes" message were displayed. The device operator reportedly performed a user test and the device was observed to pass the user test, however, the reported malfunctions allegedly continued to be observed. The pt's outcome and details were not reported.